Event description:
The pt and a co trainer were training on changing the insulin cartridge and the pt pulled the insulin cartridge from the infusion device before unscrewing it from the piston rod. This caused all of the contents of the insulin cartridge to spill into the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.